Manufacturer narrative:
(B) (4): screwdriver. The screwdriver was returned for evaluation. Visual and optical observations of the fractured surface indicate a fairly brittle fracture mode. The probable cause of the fracture is overloading in torsion. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent implantation of spinal fixation instrumentation (levels t12-l1). The tip of a screwdriver broke off inside the multi axial bolts during a dlif procedure. The surgeon was attempting to seat the bolts when the tip broke. A mallet and a pin from the side of the retractor were used to remove the tip of the driver from the bolt. The broken piece and the pin stuck together. The tip of a second screwdriver broke off into the second bolt (refer to manufacturer report # 1030489200900602). It was reported the bolts were not seated in the optimal position; the surgeon elected to close. There was no report of patient injury or extended surgery time.